Manufacturer narrative:
Failure investigation verified the reported complaint of missing segments in the display. Isolated the fault to the u.I. Board (user interface board). The u.I. Board was replaced. Oximax n-65 section of user manual states to verify monitor works properly and safe to use. Also has caution: during the power-on-self-test (post) immediately after power up, confirm that all display segments and icons are shown and the monitor speaker sounds a none-second tone.

Event description:
It was reported to covidien that the unit was missing display segments. There was no patient involvement.